Event description:
On (B)(6) 2013, the distributor contacted animas and alleged that the pump does not recognize the cartridge during the load step function. There is no adverse event reported. This issue is being reported as it was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/02/2013: the device was returned to animas and evaluated by product analysis on 07/11//2013 with the following results: no load step malfunction was duplicated. Black box review shows several ¿no cartridge detected¿ on the reported event date. Pump powers ¿on¿ and displays ¿verify¿ screen. Pump passed ¿ez-prime¿ steps successfully. Force sensor calibration reading is at the correct count pump¿s cover was removed and force sensor flex pins inspected, to find a cracked trace near to the pin.